Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. The difficult to remove is related to procedural circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible, the angle of insertion or the anatomical nature of the vessel over stressed the guide at its minimum material position inducing the separation; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the mildly calcified common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, despite no resistance being met on advancement, the distal and proximal guide separated. There was mild resistance when attempting to withdraw the device out of the anatomy. Minimal force was applied and the distal guide migrated into the aorta. Access was obtained in the right common femoral artery and the distal guide was snared out. Manual compression was held temporarily and the sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was a reported clinically significant delay due to having to snare out the distal guide. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.